Manufacturer narrative:
The device involved in the event will not be returned as it was implanted in the patient.(B)(4).

Event description:
Treatment of an unruptured saccular aneurysm located in the peri-ophthalmic segment of the left ica (internal carotid artery). The patient was on dual antiplatelet therapy (aspirin and plavix). On (B)(6) 2014, the patient underwent pipeline embolization treatment without issues. One day post procedure, the patient had a follow-up angiogram and was found normal per hospital protocol. On (B)(6) 2014, the patient presented with slight right-handed numbness. The patient was administered a CT (computed tomography) that revealed a distal cortical hemorrhage on the ipsilateral pipeline side. On (B)(6) 2014, the patient had a follow-up angiogram and it revealed the distal edge of the pipeline had narrowed from 3.1mm to 1.7mm, while the proximal end of edge of the pipeline expanded from 3.9mm to 4.35mm. There was no apparent filling of the aneurysm so the patient was released home with no symptoms.